Manufacturer narrative:
(B)(6). (B)(4) (persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). As reported, the patient's post-operative period had been marked by a period of improvement, followed by increasing low back pain, with pain and radiculopathy into his buttocks and lower extremities. Patient continues to experience chronic lower back pain, numbness and tingling in both legs, and shooting pain from his back to his feet. Patient experiences difficulty standing and is unable to walk extended distances. These serious injuries prevent patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient underwent anterior lumbar interbody fusion (alif) surgery at l4-l5 in which rhbmp-2 was used.